Event description:
The customer alleged a variance between the inratio inr result and an alternate point of care (poc) inr result. Results are as follows: date: inratio inr: poc inr: (B)(6) 2015; 1.5; 3.0; therapeutic range: 3.0 - 3.5. The testing was performed side-by-side. The customer reported that he added multiple drops of blood to the sample well. This is considered to be an improper technique when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the products associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any non-conformances and the lot met release specification. Although an improper technique was identified, a root cause could not be determined without additional information. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.